Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no noise anomaly during test noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 180mg/dl. The customer states the device is making a loud noise, and they cannot clear the button error. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.